Event description:
When nurse came on shift probe site on left foot seemed red. Probe site moved to right foot, 3 hrs later probe was removed because it would not pickup saturation. Nurse noted sore on right foot. Probe sent to clinical engineering to be checked. Clinical engineering checked probe. Could not find any problem with probe.